Event description:
The customer reported that the pt had post-tonsillectomy bleed. The pt was taken back to surgery. The pt has recovered great.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.